Event description:
During a percutaneous coronary intervention in 2007, the quickcat extraction catheter was used in a thrombotic lesion in a pt's lad. After quickcat was removed from the guide catheter, an air embolus was seen within the subsequent contrast injection. The quickcat extraction catheter was then re-inserted and used to extract thrombus in the circumflex artery. Following the removal of quickcat, another air embolus was seen within the next contrast injection. The pt experienced chest pain, bradycardia, and st elevation. These symptoms were successfully reversed with medical management. The pt was discharged three days later. This event was not reported to the kensey nash corp until oct. 2, 2007.

Manufacturer narrative:
Explantation of method code: the actual quickcat device used during the case was not available to send to kensey nash corp. For eval. However, a cd-rom containing the angiograms from the case was provided. Air embolus can clearly be seen on two separate contrast injections. However, there is no obvious correlation on angiography between the use of quickcat and the air emboli.